Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization . Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient had to seek medical attention for high blood glucose levels (bg) at the hospital. The patient's bg levels rose above 250 mg/dl while wearing the pod between 5 and 24 hours on their abdomen. At the hospital the doctor alleges the pod was leaking insulin. Further information on the alleged medical event was not provided. Attempts to gather more information is in progress and the case will be updated accordingly if information is provided.